Manufacturer narrative:
Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.

Manufacturer narrative:
The report of a twist at the proximal end of the sealed outflow graft was confirmed through images that were provided by the user facility. Although a specific cause for the twist in the outflow graft could not conclusively be established through this evaluation, the occlusion resulting from this twist appeared to have contributed to the reported low flow alarms. According to the user facility, after repositioning the graft, the average flow increased from 1.9 l/min to 5 l/min. The patient remains ongoing on vad support and no additional issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Similar reported incidents of a twisted/kinked outflow graft have been identified and a corrective and preventative action has been initiated to address this issue. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age, gender and weight were not provided. (B)(4). Approximate age of device: 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient was admitted to the hospital due to low flow alarms. The patient required a low dose of inotropes for support. A CT scan revealed a suspected twisted outflow graft near the connection of the outflow graft to the pump, and underneath the outflow graft bend relief. On (B)(6) 2017, the patient was returned to the operating room for surgical re-exploration, and the outflow graft was confirmed to be twisted 90 degrees counterclockwise. After repositioning the outflow graft, the average pump flow went up from 1.9 l/min to 5 l/min. No additional information was provided.